Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device had an issue with self-activation. No patient injury occurred.

Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue, pressing the button in various locations and holding the device in multiple positions to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.